Manufacturer narrative:
Device not available for evaluation. Internal investigation in progress but not yet complete.

Event description:
It was reported that the pt had undergone a surgery for fracture of the distal radius with variax distal radius plate in (B)(6) 2010. On (B)(6) 2012, her tendon of the flexor pollicis longus teared. So, the implants were removed and the tendon was sutured.